Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failed/difficult inflation was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a radial artery access approach during a procedure of the moderately calcified, moderately tortuous, mid right coronary artery predilatation was completed with a 2.5 x 25 mm mini trek balloon dilatation catheter (bdc). A 2.5 x 23 mm xience v stent delivery system (sds) was delivered but the balloon failed to inflate and the stent could not be deployed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.